Manufacturer narrative:
Follow-up # 2 ¿ (05/13/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 5/1/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter was having an issue when inserting the test strip into the test strip port. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started the morning of 02/27/2014. The patient manages her diabetes with an insulin pump and stated she took in more food/drink in response to the alleged issue. The patient reported, one to two days after the alleged issue occurred, she developed symptoms of ¿fatigue, ditzy, and sweating¿. On (B)(6) 2014 between ¿2-3 am¿ the patient self-treated with a glucagon injection. At the time of troubleshooting, the customer care advocate (cca) documented that this was the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.